Event description:
It was reported that the right atrial (ra) lead exhibited low lead impedance warnings and chronically low lead impedance. It was reported that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos). The ra lead was reprogrammed to turn the impedance alert off and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w3dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead continued to exhibit low lead impedance warnings, chronically low lead impedance and diminished sensing.